Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. On the complaint date, the imc logs revealed that there was a kbd read failure which resulted in a controller error (event set #24 - loss of comm with keypad). The failure mode was not reproduced after power cycling the console 150 times. There were also no underlying kbd errors found in the log analysis afterwards. There was also no discoloration on the ribbon cable between the 4-in-1 and kbd. The cause of the controller error (loss of communication to kbd) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by replacing the console. There was no reported patient involvement.